Event description:
The patient reported that they have been experiencing shocking sensation several times in a day. The patient also reported that they had chest pain and that their heart was pounding. Follow up information provided that the patient has not been seen lately. However, based on the last wireless monitor transmission, there was no noted device issue. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.